Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on july 18, 2013 (at 4pm). The patient denied testing her blood glucose with another device after the reported issue occurred. The patient manages her diabetes with insulin pump therapy and according to the csr¿s documentation, following the alleged issue the patient administered 2 units of novolog five minutes later. As a result of the reported product issue, the patient allegedly developed a stomach ache four hours later. It is not clear what treatment (if any) the patient received after the reported product issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. Replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.